Event description:
Customer reported a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to remove the cartridge and deliver a 9-unit bolus, which completed successfully. The caller was unable to reload the original cartridge, so with assistance, a new cartridge was loaded correctly, allowing insulin therapy to resume, and the issue was resolved.